Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The ultrafiltration (uf) volume was 1743ml. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: the initial medwatch contained the incorrect ultrafiltration and no drain volume. The patient's drain volume was 3500ml and the fill volume was 1800ml. In the initial medwatch contained the incorrect reported event date. The correct date is (B)(6) 2010. Additional information: product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient did not report any symptoms of overfill. The patient has resumed therapy and has not had any further issues. There was no patient injury or medical intervention associated with this event. No further information is available. Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intraperitoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / use error as the tidal ultrafiltration removal was set too low. Labeling review found labeling to be adequate for the use error identified in this report. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).